Event description:
It was reported that a right inferior synfix lr screw had loosened postoperative and therefore needed to be removed. This report is for an unknown synfix - lr driver. This is report 2 of 3 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis this report is an unknown synfix - lr driver investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.